Event description:
It was reported that during a laparoscopic left colectomy procedure, when the surgeon removed his hand, the device tore apart. The case was completed with another device of the same product code. There was no pt consequence.